Manufacturer narrative:
The unit was evaluated on 10/21/09 by a philips representative. The reported symptom was duplicated. Based on the available information, we could not determine the cause since multiple parts were replaced.

Event description:
The customer reported the display was not working.